Manufacturer narrative:
D10. Concomitant products: 8886803512, 8886803512 appose ulc 35 reg skin stap (lot j4m2562ly); 8886803512, 8886803512 appose ulc 35 reg skin stap (lot j4m2562ly); 8886803512, 8886803512 appose ulc 35 reg skin stap (lot j4m2562ly); 8886803512, 8886803512 appose ulc 35 reg skin stap (lot j4m2562ly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral arm lifts and bilateral thigh lifts procedure, in skin closure, the staple seems to deployed and one side of the stapler was in the edge of the skin and the other side was stacked or jammed in the device. The surgeon tried to fire it again to release the skin but the stapler keep jamming inside. The surgeon had to release the stapler from the skin with a mosquito clip while the skin was jammed in the tip of stapler, so the edge of the skin was slightly damage. This issue occurred on a total of five skin staplers. It was noted that the surgeon had to choose a ¿healthy¿( fresh) skin edge to apply new staplers. It was noted that the surgical time was extended for more than 30 minutes.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was tissue hang-up, the skin stapler instrument failed to fire, and the stapler became stuck. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.